Event description:
The manufacturer received information alleging an error occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, a proximal pressure sensor error code was found in the device's error log. The proximal pressure sensor is reading maximum or minimum counts for an extended period of time. The sensor board and power management printed circuit assembly (pca) board need to be replaced to resolve the issue. Additionally, an oxygen blending module error code was found in the device's error log as well. The oxygen blending module printed circuit assembly (pca) board needs to be replaced to resolve the issue because calibration does not fix the issue. The porting block is missing. The front enclosure must be replaced due to cracks. The oxygen blending module gasket, whisper cap, and blower bellow are contaminated. The pollen filter must be replaced due to preventative maintenance.